Event description:
It was reported that the patient experienced a non-device related fall and then felt their pre-existing pain return. Imaging displayed the indirect decompression spacer had migrated dorsally. The patient underwent a revision procedure to replace the device, however, the device was unable to be removed due to scar tissue. Therefore, the device was left implanted in the patient. There were no reported issues post-operatively. The device will not be returned as it was retained by the medical facility.